Event description:
Complaint submitted through clinical data collection. Limited information provided and it is unlikely further information surrounding the patient or event will be provided. Product part of data collection is bia-gen¿ bioactive moldable bone graft matrix. The initial surgery was on (B)(6) 2022. Two products of bia-gen were used on a patient during initial surgery.the product was used in the posterolatoeral spine in l2-l3, l3-l4. Bia-gen was mixed with allograft and autograft (no specific details on allograft and autograft products provided and cmi does not manufacture or distributed allograft products). Other products used in conjunction were expandable spacer 10x28x8-13mm, screw, curved rod, locking screw (cmi does not manufacture these products). There were no complications during implantation, no other concomitant medical treatment and the overall handling and performance were rated "4-excellent". Patient reported post operative pain, right sided sciatica. The adverse event onset date was 09/17/2022. The subject complained of having right upper leg numbness and pinching and was advised by on-call doctor to go to the emergency department to rule out a possible deep vein thrombosis (dvt). Subject provided stool softener; antibiotic for incision site redness and was discharged on the same day. The medical intervention type included medications, bactrim ds; co-trimoxazole ds; 800-160 mg per tablet docusate sodium (colace) 100 mg capsule. No further information surrounding patient status or patient outcome was provided.

Manufacturer narrative:
This MDR 2249852-2025-00018 is for suspect device 1 and is the parent MDR. Please refer to MDR 2249852-2025-00019 for suspect device 2.